Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed intermittent loss of capture on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.